Manufacturer narrative:
Initial and final MDR (B)(4). H11 :e1: patient city:(B)(6) patient country: united arab emirates since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates on (B)(6) 2024, it was reported by the patient that two infusions set cannula was bent due to which hospitalization occurs for one day due to hyperglycemia and high ketones within one day of use. Infusion set was placed in leg and lower back. High blood glucose level was 400 mg/dl and current blood glucose level was 362 mg/dl. Ketones level was 3.3. Treated by manual injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.